Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that customer's insulin pump shut off. Now there is a black circle on the screen. Customer's blood glucose was 200 mg/dl. The device was on the prime menu. The alarm history showed four alarms and three separate off no power alarms. There was no low battery alarm before the off no power alarms. The battery was replaced this morning. Customer uses energizer batteries. The device was dropped when it fell of customer's clip. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display, due to moisture damage on electronic assembly. Unable to verify off no power alarm or alarms due to blank display. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.